Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the surgeon was tapping over a wire into very sclerotic bone on the concave side of a scoliotic curve. The tap began "squeak" and became hard to turn. Suddenly it began to spin freely as we noticed that it had broken in the bone. The surgeon then "retrieve" the wire from the bone and determined that it would be more detrimental to retrieve the broken component than it would be to simply leave it in. Was surgery delayed due to the reported event? Yes. Action taken when event occurred? None - determined to be more invasive to retrieve piece. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences? Unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown.